Manufacturer narrative:
One e1455 was received for evaluation. The returned product did not meet specification as received. Visual inspection found ptfe insulator to have disengaged but was returned with the device. Additionally the electrode blade had eschar on it. There was no damage to blue heat shrink. The customer reported a component disengaged not into the patient cavity. The reported condition was confirmed. The investigation found the ptfe insulation to have disengage. It is held in place by the outer shrink sleeve. There was no damage to the shrink sleeve. Engineer wade graham evaluated the device and identified a probable root cause. The user may have exposed the device to extremely high temperature. When exposed to sustained high temperatures the outer shrink sleeve can expand and release the teflon. Engineering was not able to identify specific evidence that electrode was overheated. There are indications however, such as a heavy eschar build-up on the returned electrode that the product was exposed to high heat. The supplier conducts random pull tests on the ptfe insulator during manufacturing. Engineering was not able to identify any evidence the issue is related to a manufacturing defect. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the insulation on the blade tip came off. The insulation was found outside the patient's cavity. There was no patient harm.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a vats procedure, the insulation on the blade tip came off. The insulation was found outside the patient's cavity. There was no patient injury.